Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was a broken shell, a missing shell, white particles calcification -like in device outer surface and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a broken sharp. A dimension measurement in the shell was performed which identified the thickness was within the specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and "patient¿s concern with the product". Device remains implanted.